Manufacturer narrative:
The pump was received with missing segments due to moisture damage on the electronic assembly. Pump passed the displacement test and the self test.. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was moisture behind the screen. The customer's blood glucose was unknown. The customer was advised that the insulin pump will be swapped. The insulin pump will be returned for analysis.